Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device involved in the event will not be returned for evaluation.(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Received additional information stating that the patient had vasospasm during the procedure which is common event in interventional treatment.

Event description:
Information received from the (B)(6). The patient was "transferred from outside facility" to the enrolling hospital on (B)(6) 2014 "where they were brought as a stroke alert". Due to hypertension, the patient was not considered a candidate for IV-tpa. Prior to the procedure, the patient had a CT (computed tomography) scan performed and the reason for the examination was reported as "alteration or consciousness" as listed in the patient's medical record. The patient was then evaluated by the physician for intervention and then transferred to south campus for "l mca (left middle cerebral artery) embolectomy. The patient underwent mechanical thrombectomy of the l mca with the use of solitaire 2 device on (B)(6), 2014. During the procedure, the solitaire 4x40 device was deployed for the first time, a repeat ap and lateral cranial run demonstrated "poor penetration to the distal candelabra of the mca." A repeat ap and lateral cranial run was performed and the solitaire 4x40 was re-deployed and then pulled back. A "7mm thrombus was seen within the solitaire stent retrieval device." The neuro consult report states "since intervention, he was found to be demonstrating some movement of r side, but remained aphasic. No new observations were noted overnight." Ae relationship type is reported as study disease related. Two post procedure images were taken on (B)(6) 2014. Findings for both images were similar and indicated "large left side cerebral hemispheric infarction involving mca distribution involving water shed zones, petechial hemorrhage, and progressive mass effect." In addition, post procedure image findings also noted that "infarct is acute to subacute and there was a mild increase in mass effect with midline shift to the right of 8mm, slightly increased from 6mm on prior study." Action taken for this event was "medication" as reported on the crf. The patient¿s condition did not improve and the family decided to withdraw care. The patient expired on (B)(6) 2014 as an outcome.